Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report of a n-550 where the volume of alarm was reported to be close to zero (very very weak). No patient incident was reported.

Manufacturer narrative:
(B)(4). Investigation by covidien verified that the low level of alarm and pulse tone to be inaudible. The main pcb is replaced.